Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who received morphine ( 40 mg/ml, 12.4 mg/day), bupivacaine (10 mg/ml, 3.1 mg/day), and unknown baclofen (400 mcg/ml, 124.2 mcg/day) in an implantable pump for non-malignant pain and failed back surgery syndrome. The patient experienced an increase in back pain. It was unknown what led to the event, but the patient had back fusion surgery in (B)(6) 2015). The lumbar fusion was considered not related to the device. No diagnostics were performed in relation to the back pain, to the reporter's knowledge. The reason for the increased back pain and catheter tear were not determined. The increase in back pain coincided with the back surgery. A catheter dye study was performed on (B)(6) 2016 and an accumulation of dye was seen in the lumbar area, which indicated a tear in the catheter. A catheter revision was planned, but no date was scheduled. The issue was considered ongoing. The patient's status at the time of the event was stated to be alive with no injury. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the healthcare provider (hcp) via the MFR representative indicated that as of (B)(6) 2016, the catheter replacement was put on hold and the hcp was slowly decreasing the medication to determine if the patient could be weaned off the pump all together.